Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified renal artery. A 3.0mm x 15mm wolverine peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured in a pinhole form during first inflation at 6 atmospheres for 5 seconds. The device was removed from the body of the patient without any problem using the normal method and the procedure was completed with a different device. There were no patient complications, and the patient was in good condition after the procedure.

Manufacturer narrative:
E1-initial reporter address 1: (B)(6).